Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and associated device displayed impedance swings that triggered lead safety switches as well as noise. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. There were no additional adverse patient effects reported. The device has not been returned for analysis.